Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that the up arrow button was intermittently unresponsive. The patient indicated that when using the up arrow button, multiple button presses were required to elicit a reponse on the keypad. The patient also reported that the pump was worn attached to a belt and he cleaned the pump using a damp cloth.